Event description:
It was reported that prior to starting pre anesthesia a da vinci assisted kidney reimplantation surgical procedure the universal surgical manipulator (usm) 3 showed resistance on insertion axis. Customer was able to disable usm 3 and proceed with surgery. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm) 3 to solve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found 23007 (not free to move) and 26015 (wiggle test advisory) errors on the insertion axis in the logs, confirming the fault occurred in the field. The unit was installed onto a test platform and passed all relevant testing within specification. The unit was then installed onto a working system and functioned as expected. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the usm, specifically the insertion break, lower motor bearing and ballscrew. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.